Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is slightly deformed at its distal end, i.e. One strut is bent outwards. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in a moderately tortuous mid rca. After the first synsiro could not be deployed (reported separately) and additional dilatation was performed, the 2nd synsiro was introduced but could not be advanced. After withdrawal it was detected that a stent strut was deformed. A competitors stent was finally implanted.